Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter leak was confirmed after the catheter placement in patient. Therefore, the catheter was removed from the patient and replaced with a new one. The user looked at the removed catheter to find that there was a hole on a marker of the catheter body.

Event description:
It was reported that catheter leak was confirmed after the catheter placement in patient. Therefore, the catheter was removed from the patient and replaced with a new one. The user looked at the removed catheter to find that there was a hole on a marker of the catheter body.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen cvc catheter for evaluation. Stopcocks were attached to the proximal and medial extension lines. No other components were returned. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. Residual adhesive material was observed on the catheter body in several locations. Functional testing identified a leak in the center of the catheter body. Microscopic examination revealed a hole in the location of the leak identified in functional testing. The hole appeared to have a cut/slice horizontally across the width of the extension line body as well as a puncture hole. The appearance of the damage was consistent with damage during use rather than a manufacturing defect. Dried blood was observed in the skive hole indicating the catheter had been used. The hole in the catheter was located 405 mm from the distal tip. The catheter body length and outer diameter were measured and were found to be within specification. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. No leakage was observed from the proximal or medial extension lines when pressurized. Water was observed leaking from the catheter body when the distal extension line was pressurized. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques to mitigate the occurrence of damage to the catheter. It states "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." The IFU also cautions "do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture." The customer report of the catheter body leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small hole in the catheter body. The appearance of the damage was consistent with damage during use rather than a manufacturing defect. A device history record review for the catheter did not reveal any manufacturing related issues and the catheter met all relevant dimensional requirements. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.